Event description:
Report received of no audible alarm. The pump was returned to the clinical engineering department without a specific complaint. During testing at the user facility the audible tone "worked in the high position, but was almost indiscernible in the low position unless you held it up to your head." There were no reports of any adverse patient events while the device was in clinical use.